Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 9th and 10th distal stent wraps with struts raised and overlapping. Slight deformation was evident to the distal tip. The inner lumen patency was not verified due to blood/contrast in the lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx drug eluting stent to treat a mildly calcified and non-tortuous lesion located at the right coronary artery exhibiting 90 ¿ 95 % stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray the device was inspected with no issues identified. The lesion was pre-dilated with two inflations at 16 atm. It was reported that the stent deformed in-vivo during positioning. The physician completed the procedure. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury.